Event description:
Unomedical reference number (B)(4). Event occurred in canada . It was reported that patient faced infusion set cannula kinked event on 21-mar-2024. The event occurred within 3 hours of insertion. The inserion site was at the abdomen. The blood glucose level was 16.08 mmol/l at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.